Event description:
An event was reported as leakage of the positioning insert of the tubing during the administration of chemotherapy. No sample because chemotherapy product. The investigation summary report stated - we did not receive a sample but a photo for investigation. Due to the missing batch number we were not able to check any retain samples or production documents. Only based on the received photo without the affected sample a detailed analysis is unfortunately not possible for us. Based on the investigation results a root cause cannot be determined.